Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he was setting up a bolus wizard setting. He hit the b button and inputted his current blood glucose level of 217 mg/dl. Customer thought the device would estimate a delivery of two units but device instead administered 0.1 units. Customer was wondering if he might have pushed the wrong number. Customer thinks the insulin pump was not calculating accurately. Troubleshooting was performed. Customer was advised to check the setting for the wizard, which were correct. Customer stated the correction bolus was incorrect. Customer had to add another 15 grams of carbohydrates just so he could get 1.2 units delivered. Customer stated his blood glucose was did lower to 97 mg/dl and later it was at 98 mg/dl. Customer stated if customer had active insulin customer would have gone low with the additional insulin administered which wasn't the case. No further information reported.